Manufacturer narrative:
G4:13apr2021 b4:(B)(6)2021 the unit was in clinical use at the time of the reported event. The patient was placed on an alternate ventilator without experiencing any harm. No additional patient information could be provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported getting an error code " post backup audible failed." The customer confirmed diagnostic error in the logs, "backup alarm failed", "35 v supply failed", and "aux alarm supply failed." The remote service engineer (rse) advised the caller if they can swap out the power management (pm) printed circuit board (pcb) or motor controller (mc) printed circuit board (pcb) to isolate the issue to help with troubleshooting. The customer emailed the (rse) saying the unit was tested to see what happens after prolonged use and it appears that swapping those boards out fixed the issue. The touch screen is responsive again and the unit can be powered on and off without having to pull both alternating current (ac) power and the battery. The unit has returned to service.